Manufacturer narrative:
Concomitant products: dtba1d1 crtd implanted: (B)(6) 2016; 419488 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission noted what looked to be ventricular fibrillation (vf) that was being undersensed. It was also reported the cardiac resynchronization therapy defibrillator (crt-d) exhibited detection problem. Attempts to contact the patient were unsuccessful. It was later learned that the patient had passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.